Manufacturer narrative:
(B)(4). Information was requested but not provided. The review of the manufacturing records verified that this lot met all pre-release specifications. The device was not returned, therefore an evaluation could not be completed.

Event description:
It was reported to gore that during the suturing of a femoral artery the needle popped off of four gore-tex(tm) sutures cv-6, ((B)(4)). Another box was opened and the procedure was completed with no adverse effects to the patient.